Event description:
A line change was done at [date redacted]. Upon starting the fluids, it was discovered that there was a crack in the lipid filter tubing after the filter and at the hub of the luer lock. (Not from the filter) it was leaking and blood was backing up in the IV tubing. It was replaced. Several hours later, the replaced lipid filter was found to be leaking once again. It was replaced also. No patient harm.